Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported the patient's fingers had developed sores after use of the sensor. It was noted the top finger portion of the sensor would kink, causing the material to poke and rub into the patient's skin. No other details have been provided.